Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was reported by the patient regarding their implanted system which was used to deliver dilaudid the indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the consumer reported seeing the poor communication icon on their personal therapy manager (ptm) when trying to use the ptm without an antenna since (B)(6) 2016. No patient symptoms were reported. The issue was also described as the ptm not doing telemetry without the antenna. On (B)(6) 2016 the patient reported that they received their replacement ptm and the ptm still did not communicate. The patient was seeing the bolus denial screen and error message 8286 (empty reservoir) which was the same screen they saw the day before. It was noted that the patient's pump was refilled about a month prior to the report. The patient reported having no symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.